Manufacturer narrative:
The investigation into the reported delivery issues- use and access site bleeding has been completed since the original report was filed. Delivery issues - the cause for the delivery issue was patient condition as the pump could not pass beyond the anastomosis.access site bleeding (major) - the cause for the access site bleeding cannot be determined as enough clinical information is not available. Correction: section d4: the model number of the pump was inadvertently left out in the initial report which is been added in this report.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical staff experienced difficulty delivering the device in a patient and ultimately aborted the procedure opting to use a impella cp instead. As a result of this event, the patient experienced bleeding from the access site around anastomosis requiring blood products, multiple sutures, jackson-pratt drain and protamine.